Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 548 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields, but customer works in a hospital. Alarm history contained more that one motor error alarm and no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarms noted. Device functioned properly. Motor was tested outside the device and passed. Device received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.